Event description:
This is a colleague pump returned to baxter technical services where upstream occlusion was reported. There was no patient involvement. This could have been a false alarm. There was no patient injury or medical intervention associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of a colleague infusion pump with an upstream occlusion alarm was confirmed during product evaluation, but not duplicated. The root cause of this condition was due to a faulty pumphead module. The pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted